Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis and another indication. Treatment was not reported. At the time of this report the patient outcome was not reported. On an unreported date, the pd catheter was removed. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis event was unknown. The same day as event onset, the patient was treated with vancomycin (15mg/lr for 34 days, route and frequency not reported) and gentamicin (5mg/lr for 34 days, route and frequency not reported). The patient was discharged 34 days after admission and was reported to be recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.